Event description:
Information was received indicating that the one-way valve to a smiths medical pneupac disposable circuit became disconnected. It was reported that the connector was easily detached from the product following attaching an hme filter. There were no reported adverse effects.